Manufacturer narrative:
Sensor 3mh0071r52m has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported unspecified higher scan values while wearing the adc freestyle libre 2 sensor compared to the built-in meter. On (B)(6) 2021, the customer experienced "no control over the body" prior to having a loss of consciousness. The emergency physician was called, and a glucose test of 55 mg/dl was obtained on the hcp meter. The hcp provided the customer with glucose for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury. Sensor scans of 285 mg/dl, 228 mg/dl, and 200 mg/dl when compared to built-in glucose tests of 24 mg/dl, 78 mg/dl, and 34 mg/dl, when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported unspecified higher scan values while wearing the adc freestyle libre 2 sensor compared to the built-in meter. On (B)(6) 2021, the customer experienced "no control over the body" prior to having a loss of consciousness. The emergency physician was called, and a glucose test of 55 mg/dl was obtained on the hcp meter. The hcp provided the customer with glucose for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury. Sensor scans of 285 mg/dl, 228 mg/dl, and 200 mg/dl when compared to built-in glucose tests of 24 mg/dl, 78 mg/dl, and 34 mg/dl, when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant.